Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a shoulder instability repair procedure on (B)(6) 2021 for a superior labrum anterior and posterior injury, it was observed that the tip on the gryphon p br ds anchor w/oc device broke after drilling and malleting it into the labrum via the sleeve that came out upon applying tension. Another like device was used to complete the procedure with a delay of 20 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received , surgeon requested for another same anchor by drilling another hole. Upon tensioning the 2nd anchor, it pulls out as well. This time it breaks more along the anchors (as per pic 7l40458). He did drill as accordingly and we could not point out what is the issue. Hence, next we offered a titanium anchor (super qa) since he had no confidence with drilling another hole since not much space spare. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The suture and the anchor was received for evaluation. The anchor was still attached by the suture. The inspection revealed that the anchor was broken on the distal portion and cracked on the proximal. Also, it was observed that the threads surface appeared to be slightly stripped. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection, this complaint can be confirmed. The anchor breakages are associated with off axis insertion, levering during insertion or excess tension applied on sutures which caused damage on the anchor during the use. However, it cannot be conclusively affirmed. As per IFU- first, it is important to establish the axial alignment of the inserter to the hole and when apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. Also, follow the instructions for the threaded technique. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.